Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's bg (blood glucose) levels reached 340 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (abdomen) causing the cannula to dislodge while patient was sleeping. Patient reported attempting to lower bg levels with insulin injections at home without success. Symptoms reported include hyperglycemia and malaise. The patient was treated with intravenous insulin. The length of hospital stay is unavailable.